Manufacturer narrative:
This product is not marketed in the us. (B)(4). Result: work order search: no similar complaint types were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced glare/ haloes, and underwent additional refractive treatment. On (B)(6) 2017 the lens was explanted. Attempts to contact reporter for additional information have been unsuccessful. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
On (B)(6) 2017 the v4c lens was explanted and exchanged for the v4 lens. The problem was resolved. Device evaluation: lens was returned in lens vial with liquid. Visual inspection found no visible damage to lens. (B)(4).